Event description:
The following was reported "looks like a screw fell out of reamer, it¿s pulling apart" case type / application: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.